Event description:
It was reported the patient had stabbing pain at the implantable neurostimulator (ins) site, specifically at the connection site. The patient stated the pain came in waves. The patient¿s has an ins on their right and left sides. When the healthcare professional (hcp) saw the patient on (B)(6) 2014, the patient did not have any problems. The issue began several weeks prior to this report and the patient did not have any falls or trauma associated with the event. The patient was getting effective therapy with the devices. The only change the patient noted was that they felt weaker in their left leg recently. The leg weakness developed on or before (B)(6) 2014 and had somewhat progressed. On the day of this report the patient needed help getting up from a sitting position, which was not typical. The ins was programmed to 0+, 2- at 2.3v, 60 us, and 185 hz. Therapy impedance was measured to be 3661 ohms with a current of 0.650 ma. Impedances were measured at 3v on (B)(6) 2014 and no impedances were greater than 4000 ohms. Impedances run at 1.5v on the day of this report were measured to be 4009 ohms on 01, 4273 ohms on 03 and 12, 4859ohms on 13, and 4030 ohms on 23. When impedances were run at 3v, all impedances were below 4000 ohms. The hcp turned the patient¿s ins off and after five minutes the patient did not have any pain in the area when the site was palpated. The patient had severe tremors on their right side when the ins was off. The therapy with the left device had been effective and they don¿t have any issues with that device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 387s-40, lot# va0a3a0, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0a3a0, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider via a manufacturing representative reported the patient had electrical shocking at the right side implantable neurostimulator (ins) site. Etiology was related to the device or therapy and not related to the implant procedure. Device interrogation revealed high impedances on right ins. All additional information related to manufacturer report #3004209178-2015-13084 will be reported here.

Event description:
Additional information received reported that the cause of the event was determined and it was device related. The implantable neurostimulator (ins) malfunctioned and there was a possible connecting wire malfunction. The patient had pain when the ins was palpated and the ins was on, but no when the ins was off. The ins had been replaced on (B)(6) 2014 and at that time the ins was tested and programmed. Reprogramming was needed and the patient did have a 50 percent or greater symptom reduction. The patient had recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was trauma to the chest area of the patient's body near the implantable neurostimulator (ins). The manufacturing representative stated the trauma most likely caused the head of the battery to come loose and fluid to get into the ins. The trauma may have caused the patient to get a shocking sensation when the ins was on. Impedance testing had been done and the ins was replaced. After the ins was replaced the shocking sensation went away and the patient was doing well.